Event description:
A surgeon reported he has experienced problems when inducing silicone oil via a 23 gauge infusion tube. He states the infusion tube either loosens or bulges. Following oil induction, the pt's eye became hypotonic. The surgeon will examine the pt again before making a prognosis. Add'l info was rec'd reporting the pt had a retinal detachment and had to undergo a secondary surgery.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. The company sales rep stated the 23 gauge infusion tube the dr was using to deliver the silicone oil to the eye, was not strong enough to use for the induction of silicone oil. The cannula designed to be used for silicone oil is a 20 gauge cannula. The sales rep will contact the surgeon to discuss this info with him. (B)(4).